Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the suture detached from the needle on the first bite of the tissue. This event happened with the first three foils out of the box.

Manufacturer narrative:
F information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in excision of varicose veins procedure, the needle detached form the suture on the first bite of the tissue. This event happened with the first three foils out of the box. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of thirty three devices. The visual inspection and functional evaluation of the returned samples had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.